Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a pocket infection. Additional information indicated that patient received two courses of antibiotics during the infection without any improvement. No adverse patient effects were reported. This ICD was explanted.